Event description:
It was reported that a patient underwent a laparoscopic ovarian cystectomy on (B)(6) 2014 and a topical skin adhesive was used. On (B)(6) 2014 the area of application was red and itchy. The patient was treated with rizaben, and rinneron. However, the patient developed a systemic rash with a low grade fever. On (B)(6) 2014 the patient was treated with antebate. The patient is starting to get better.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.